Event description:
A customer reported that the infusion tubing suddenly occluded during surgery. Because of the occlusion, no fluid got into the cassette. A system message was displayed indicating that the bottle was empty however it was full. The infusion tubing was changed and fluid passed through to the cassette. Surgery was completed without any consequence for the patient. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history record (DHR) shows the product was released per specs. Only an admin manifold was returned. The returned sample was visually inspected and no obvious defects were found. A system console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber anomalies were observed during priming. No system message code was generated during testing. Fluid could flow from the balanced salt solution (bss) bottle to the cassette freely. The customer should be reminded to ensure that the drip chamber rattles prior to priming the product. The root cause of the customer's complaint could not be established; the returned sample met specs.

Event description:
A customer reported that the infusion tubing suddenly occluded during surgery. Due to the occlusion, no fluid got into the cassette. A system message was displayed indicating that the bottle was empty although it was full. The infusion tubing was changed and fluid passed through to the cassette. Surgery was completed without any consequence for the pt. Add'l info has been requested but not received to date.